Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible high threshold. The lv lead remains in use. Lead trend data also noted the right ventricular (rv) lead with high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.